Event description:
A home pt contacted co's technical svc center regarding a check lines and bags alarm during prime. The home pt indicated the drain line extension is used for one week before changing. No pt injury or medical intervention was indicated at the time of the initial report.